Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is the first of two submissions for the same patient event. The other is 1220246-2016-00569 ((B)(4)). No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Device history record review revealed nothing relevant to this event. Additional information has been requested but not made available. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility risk manager will not release.

Event description:
It was reported that the patient underwent a left laterjet procedure on (B)(6) 2016, where a 3.75x32mm cannulated partially threaded screw (ar-7000-32, lot: 1457740, (B)(4)) was implanted along with a 3.75x30mm cannulated partially threaded screw (ar-7000-30, lot: 1457565, (B)(4)). On an unknown date, the patient suffered from a seizure causing the ar-7000-32 to bend. A revision surgery took place on (B)(6) 2016 and the patient had the ar-7000-32, lot: 1457740, explanted and replaced with an ar-7000-34, lot: 1457742. The ar-7000-30, lot: 1457565, was also explanted and replaced with an ar-7000-32, lot: 10034143. Patient is a (B)(6) female. No patient injury.